Manufacturer narrative:
The reported event has been determined to be a post-placement/pre-load implant failure. This implant loss suggests that the source of the problem was likely to stem from procedural errors and/or the lack of osseointegration. Additionally, other factors that may have contributed to the implant failure includes bone condition, patient oral hygiene, or patient behavior. Proper intended use of the implant is described in its instructions for use. Physical analysis was not performed.

Event description:
The doctor reported when uncovering the implant after three months of waiting, no osseointegration. Time of loss in relation to the implantation was before prosthetic restoration. Primary stability was achieved. Osseointegration was not achieved. Bone quality at the time of implant failure type I.